Event description:
It was reported that during preparation of the clip delivery system (cds), the clip opened while establishing final arm angle (efaa). Prior to opening clip angle was 20 degrees and after clip opening the clip angle was 120 degrees. Trouble shooting was performed without success as the clip continued to open during efaa. The cds was not used and was replaced with another cds. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).